Event description:
It was reported that the pump was filled last monday ((B)(6) 2014). Since that time, the patient¿s legs had been getting so numb that she could hardly walk. The patient believed that this was due to the numbing agent placed in her pump. The patient had tried calling the facility, but she couldn¿t get through. It was reported that one time they had to take the medication out because, the numbing agent was too much. The device system was delivering dilaudid and bupivacaine. Additional information has been requested, but was unavailable at the time of this report.

Manufacturer narrative:
Product ID 8591-38, lot# d14204, implanted: 2012 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).